Event description:
The manufacturer was previously notified that a notification was opened to provide credit for a device previously returned for preventive maintenance. There was no harm or injury reported. There was no evidence the device was in patient use. The device was evaluated by the manufacturer's field service engineer (fse). The device failed the active exhalation verification test step. The device's three-way solenoid valve and proportional valve were replaced to address the issue. The device was tested and passed all final testing.